Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/03/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/24/2015 with the following findings:a review of the pump black box data revealed multiple replace battery alarms. During testing, the pump was powered on and immediately emitted a replace battery alarm; the battery life complaint was duplicated. The pump case was removed, and the voltage at the slave processor component was found to be low, causing the battery life issue.